Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was missing. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer stated introducer needle was hard to remove. Troubleshooting was performed. The sensor will be returned for analysis.